Manufacturer narrative:
A ge service representative preformed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic x-rays. No patient injury was reported.